Manufacturer narrative:
(B)(4). Information was not provided by the user facility.

Event description:
It was reported that during a thoracotomy procedure, the first device would not fire, and the second device delivered an incomplete staple line. The procedure was completed with a like device. There was no patient consequence.